Event description:
It was reported that a user who started on the ilet pump experienced hyperglycemia after announcing and consuming a meal of meatloaf, potatoes, and green beans, and the pump began delivering correction doses as shown in the bionic report. Symptoms included high blood glucose with a fingerstick value of 512 mg/dl. Outcomes included the need for pump-driven correction dosing and follow-up to monitor glucose reduction; no hospitalization was reported. Investigation included review of device data via the bionic report and confirmation that correction dosing was occurring as designed. Investigation of this case revealed that the device appeared to function by initiating corrections; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.